Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the hospital on (B)(6) 2014 due to 1 week of shortness of breath and productive cough, and was found to be unresponsive in the hospital parking lot. Initial emergency department assessment revealed the patient to have a glasgow coma score of 3 with agonal respirations, cold extremities, and a wide complex heart rhythm. Patient was given IV fluids and was endotracheally intubated. An lvad assessment confirmed it to be functioning appropriately; however, no blood pressure or peripheral pulses could be obtained. Acute cardiac life support (acls) was initiated, including chest compressions and intravenous epinephrine doses. Bright red blood was noted to be within the endotracheal tube during chest compressions. Acls was unsuccessful in restoring peripheral circulation. After bedside ultrasound revealed minimal apical movement of heart, resuscitation was stopped and the patient was pronounced dead. The autopsy results revealed a blood clot in the inflow tract pending histology, a hemorrhagic consolidation, right lower lobe greater than right upper lobe and severe bilateral pulmonary congestion.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Approximate age of device: 35 months. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
Additional information was received from the intermacs registry stating: witnessed cardiac arrest ¿ unresponsive upon arrival.